Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a patient's blood oxygen saturation decreased while using a ventilator. Oxygen was bled into the patient circuit to correct the issue. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed.

Event description:
The manufacturer received information alleging a patient's blood oxygen saturation decreased while using a ventilator. Oxygen was bled into the patient circuit to correct the issue. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.